Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 - initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with 2.00 x 15 mm balloon and 2.50 x 15 mm balloons, a 2.75 x 38 mm promus premier select drug-eluting stent (des) was introduced for treatment over a samurai guidewire. The stent became stuck on the wire and could not advance or be withdrawn. Both devices were removed together as a unit and the procedure was completed with a 3.00 x 38 mm promus premier des. There were no patient complications, and the patient was fine.

Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with 2.00 x 15 mm balloon and 2.50 x 15 mm balloons, a 2.75 x 38 mm promus premier select drug-eluting stent (des) was introduced for treatment over a samurai guidewire. The stent became stuck on the wire and could not advance or be withdrawn. Both devices were removed together as a unit and the procedure was completed with a 3.00 x 38 mm promus premier des. There were no patient complications, and the patient was fine.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 - initial reporter city: (B)(6). Investigation results: device analysis findings: the 38 x 2.75 mm promus select stent delivery system was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube shaft and a break in the shaft polymer extrusion, 4mm distal from the port exchange with the distal section stretched. The midshaft was also bunched 2.6cm proximal from the port exchange. Microscopic inspection revealed no issues with the stent, balloon, stent positioning, or bumper tip, and multiple bunch sites along the inner shaft polymer extrusion. A 0.014-inch test guidewire could not be loaded along the device due to the multiple bunch sites along the inner shaft polymer extrusion. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to a handling error. Device analysis confirmed the reported allegation as multiple bunching was identified along the inner shaft polymer extrusion which prevented a guidewire from loading onto the device. The break and stretching in the distal shaft are a result of an excessive force having been applied during its removal.